Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# l80324, implanted: (B)(6) 2000, product type: catheter. All codes relate to the catheter.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) who was receiving 5 mg/ml bupivacaine at 3 mg/day and 16 mg/ml morphine at 9.6 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the doctor suspected that the patient might have a granuloma and the patient was going to have an MRI. Increased pain was noted. The cause of the potential granuloma was unknown. The issue was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.